Event description:
The pt reported her insulin infusion device makes an abnormal sound when she attempts to run a bolus of insulin. She stated this has been occurring for about a week, and she also hears the noise during a prime. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.